Manufacturer narrative:
D1 (brand name) has been updated. Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 49-year-old male patient presenting with cardiomyopathy, with a history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. During rounding, urine was noted to be pink/red tinged. Laboratory evaluation showed an elevated lactate dehydrogenase level of 598 and a haptoglobin level of 67. The most recent echocardiogram documented the pump positioned 6.3 centimeters from the aortic valve annulus. The pump had previously been shallow and was advanced. The nurse notified the provider, and an interventional decision is pending based on the clinical findings. The pump was repositioned and hemolysis resolved. The reported events are hemolysis and device in wrong position. The hemolysis is most plausibly related to patient-specific factors, including the underlying cardiomyopathy, critical illness, renal impairment, and potential hemodynamic instability, with possible contribution from device positioning. Hemolysis is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.